Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an open blister underneath the lifevest garment on his back. The patient had a history of sensitive skin. The patient's pharmacist recommended that the patient use clotrimazole betamethasone on the irritation. The patient's wife reported that the irritation was healing.